Event description:
It was reported the customer was trying to rewind the device and device would not rewind. Customer attempted several times and the device alarmed. The device was not dropped, bumped, or exposed to an MRI. Customer's blood glucose was 15mmol/l. No further information reported.

Manufacturer narrative:
No unexpected software error alarm was noted. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The occlusion test, prime test, and excessive no delivery alarm test could not be performed due to the loose and protruded drive support disk. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.